Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the monitor was intermittently shutting on and off unexpectedly. Upon checking the unit, the user found something loose/broken inside the arterial sensor. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.